Event description:
In trauma center due to a mva, airbags did not deploy when I was hit by a drunk driver going 75 mph my head busted open, I suddenly lost my vision and yelled to the medical staff whom were in another room "you're losing me" nurse runs in and gave me an injection and my vision returned. Dr came in and said he has to put staples in my head to stop the bleeding and he needs to do it now with no anesthesia. He had a hard time due to malfunction of the gun two times. They then wrapped my head and took me to CT scan. While waiting for results from CT, they drew blood. Four hours from the ambulance ride to ER, I was feeling weak and my bandages began to feel moist. I told the nurse and she checked the blood lab results which came back that I was still bleeding and may need a couple transfusions, so they took the scaled bandages off my head then took staples out and stitched my head with some numbing injections directly on the laceration then ordered 2 more sets of labs for the next 2 hours. The results were that I was now stable but had to have 2 blood transfusions and found out I had a tia with residual face drooping weakness on left side and vision problems on 2nd day and biting my own tongue and cheek and dropped foot. Malfunctioned stapler and use. FDA safety report ID# (B)(4).